Event description:
During the procedure, after switching from navx to voxel mode, the contact force catheter would not display contact force. The catheter was unplugged and re-plugged into the system, and the tactisys was disconnected and re-connected but the issue persisted. The procedure was cancelled due to this issue. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned and no log files/case study was provided. Based on the information received, the cause of the reported event remains unknown.